Event description:
3m¿ cavilon¿ no sting barrier film was applied and caught fire when an electric scalpel was used. It was possible that the electric scalpel was used before the product dried. Afterwards, mild skin damage suspected to be a burn was observed on the right thigh (3.0 x 1.5 cm). No medical treatment was required for the burn.

Manufacturer narrative:
The product was not returned for analysis and no lot number was provided. The product is flammable until it is completely dry and vapors have dissipated. A flammability event may occur if the product is exposed to an ignition source before the vapors are dissipated; therefore, this event is being reported due to use error. The instructions for use include the following: warnings: 1. Danger! Extremely flammable! 2. Cavilon no sting barrier film contains hexamethyldisiloxane which is considered extremely flammable. 3. Cavilon no sting barrier film is extremely flammable until it has completely dried on the skin and vapors have dissipated. Allow the product to dry for a minimum of 90 seconds before using any device that could provide a source of heat or ignition. This allows fluid to dry and vapors to dissipate. 4. Do not use cavilon no sting barrier film near fire or flame, heat, sparks and sources of static discharge. 5. Do not use cavilon no sting barrier film near ignition sources or heat-producing devices. Use in a well-ventilated area. 6. Foam applicators and wipes are individually packaged for single use only. Reuse could result in increased risk of infection, or inadequate product performance. The spray bottle is intended for single patient use. 7. Keep out of the reach of children.